Manufacturer narrative:
The insulin pump passed displacement test, rewind and basic occlusion, unit was unable to prime during testing due to fault. Motor was tested outside of the unit and passed. Unable to perform occlusion test and excessive no delivery test due to prime and fill anomaly. The insulin pump was received with cracked case at the display window corner, minor scratches on the lcd window, cracked reservoir tube lip and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error during bolus attempt. Customer was able to rewind pump however, it appears that the customer was receiving continued alarms after rewind attempt. Customer did not indicate any significant events leading to the error. Customer's blood glucose was 157 mg/dl at the time of the incident. Customer was advised that the device would be replaced and agreed to return the product for analysis.